Event description:
Boston scientific received information that this patient was in the emergency room having a device check as they received five shocks on two separate occasions that exhausted therapy. Noise was also observed on both the shock and atrial channel when the atrial tachy response episodes were reviewed. Technical services discussed that noise on the shock and atrial channel could be due to a damaged or missing seal plug and can be a problem for the rhythm ID. Technical services discussed changing programming on the device or medications to slow the patient's conduction.

Manufacturer narrative:
The device remains in service. Should any further information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.